Manufacturer narrative:
The scd 700 was received for service with no reported condition. The unit failed to power up on the ac power and the battery power isolated problem to the control circuit board. The component has a thermal damage caused by wrong input voltage (overheating of the component) or high current, this component responsible for suppresses high frequency noise in electronic circuits. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports unknown issues with the device. Upon service the unit was found to have a damaged board with thermal damage on the bead.